Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a3b: information not provided. Block b6: information not provided. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions pv .014p rx catheter was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014p rx catheter was used in a therapeutic peripheral procedure in a severely calcified mid sfa. During pullback, resistance was felt, and the distal tip separated but remained intact to the non-philips guidewire. The entire system was removed as a unit. Angio was used to complete the procedure with no patient injury reported. This product problem is being submitted because the visions distal tip separated. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Block h3: the visions catheter was returned stuck to a non-philips guide wire. Visual inspection found that the distal tip had not separated, and remained intact to the catheter. Additionally, the rx exit port was damaged, exposing the inner member, microcables, and core wire. Visual inspection of the guide wire (mfg unk) noted that the proximal end was separated and missing. Block h6: the tip separation could not be confirmed, but entrapment of the visions catheter to the non-philips guide wire was noted. Therefore, the probable cause of the removal as a system is likely due to resistance during use/handling. Strain, impact, and forces associated with use can affect the integrity of the device. It could not be determined when or how the damage occurred. Correction: based on device evaluation, the following codes were updated: medical device problem code a0413- material separation (initial MDR) was updated to a150208- entrapment. Component code g04129- tip (initial MDR) was updated to g07001- part/component/sub-assembly. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
Based on the device evaluation, a tip separation could not be confirmed. However, the visions catheter was returned intact to a non-philips guidewire. Therefore, this is no longer reportable for a tip separation and has been corrected to removal as a system. This product problem is being submitted because the visions catheter and a non-philips guidewire were removed as a system. There is potential for harm if it were to recur.